Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths, brushes, sponges and the air/water nozzle is flushed with detergent solution. The event can be detected prevented by handling the device in accordance with the following instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had too much yellow channel pressure, too much blue and white channel pressure, and didn¿t go through the machine or finish the cycle. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the nozzle of the insufflation channel was clogged by a black rubbery material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found that the bending section cover rubber glue was separated, and the bending angulations were out of specifications. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.